Manufacturer narrative:
Date of death: please note that the actual date of death was not provided in the literature article; this date is based on the date of article publication. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Moufarrij, n.a. Epidural hematomas after the implantation of thoracic paddle spinal cord stimulators. Journal of neurosurgery. 2016:1-4. Doi: 10.3171/2015.8.jns15396. Summary: this study involved retrospectively analyzing the experience of a single surgeon in a consecutive series of patients who underwent the implantation of a thoracic paddle spinal cord stimulators (scss) with respect to the occurrence of a symptomatic epidural hematoma. For comparison, the occurrence of a symptomatic epidural hematoma in non-scs thoracic laminectomies done during the same period of time was determined. Reported event: one (B)(6) female patient underwent implantation of another scs lead, per her request; the patient reportedly ¿did well, only to die suddenly 3 days later, probably due to a cardiac cause as she had preexisting heart disease.¿ follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, diagnostics/troubleshooting, actions/interventions, and potential causes. A supplemental report will be submitted if additional information is received.